Event description:
It was reported that a wire came out of the fenestrated maryland bipolar instrument. No other information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found both bipolar pins and insert are missing causing the conductor wires to stick out of the back end of the instrument. Engineering also observed the instrument main tube has a 2 inch long section with material removed. Damaged area is 2.5 inches above the proximal clevis and is parallel to the tube axis. Based on the location cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.